Event description:
It was reported that the customer received a compromised force sensor system alert and that his insulin pump is squirting insulin while attempting a set change. Customer also stated that he was unable to exit the "preparing to prime" loop. Advised the customer to disconnect from the pump. The customer's blood glucose at time of the call was 310 mg/dl. Performed troubleshooting for prime rewind. Customer stated that the drive support cap is sticking out. Advised customer to discontinue use of the pump and revert to back-up plan per healthcare provider instructions. Advised customer the pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).